Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtrr is currently not commercially available in the us; however, it is similar to a device sold in the us. The other mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating grade 3-4 functional mitral regurgitation (mr). Patient anatomy included thin mitral leaflets and low coaptation depth. Two xtr clips were implanted without issue. A third xtr clip delivery system (cds-(B)(4)) was advanced and placed on the lateral part of the anterior 2/posterior 2 (a2/p2) leaflet segment, lateral to the two implanted clips. Final arm angle testing was performed and the gripper line removability testing was begun; however, it was noted that the clip was no longer attached to the anterior mitral leaflet which had ruptured. The clip was opened and attempts were made to re-grasp the leaflets, but the anterior leaflet could not be captured. The grippers were not moving together and were not going down completely. The device was removed and xtr cds ((B)(4)) was prepared and advanced. After 5 grasps, the ideal location was selected and the clip deployed, but after deployment, the clip detached from the anterior mitral leaflet (slda). It was thought that the leaflet rupture contributed to the slda. An additional clip was implanted lateral to the implanted clips, reducing mr to grade 2-3 and stabilizing the detached clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology as it was stated that the previous leaflet rupture contributed to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.